Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 (mg/dl). Customer changed pump supplies and delivered a correction bolus to treat bg levels; however customer began vomiting and was subsequently admitted to the hospital. While in hospital, customer was treated with intravenous insulin and potassium and released the following day. Customer is currently using insulin pens until pump therapy is resumed in a week.